Event description:
It was reported that the patient had infection. The symptom was swelling. The patient had an infection the first time the implant was put in (B)(6) 2011. Then the device and leads were removed completely in (B)(6) 2012. A new device was implanted in (B)(6) 2012 in the right side of the body and it worked well. The infection was at the implant site. The patient's status was good. The patient's ankle was getting scanned.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).